Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced a fall that resulted in the leads at the anchor site becoming exposed. Due to infection risk the physical elected to explanted the entire system on (B)(6) 2024.